Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for triglycerides (trigl) on a cobas c 503 analytical unit. The initial result was 310 mg/dl. The repeat result was 102 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The trigl reagent lot number was 797752 with an expiration date of 31-may-2025. The field service engineer (fse) checked the instrument. The customer has had no further issues. The customer did not provide any additional information for the investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.